Event description:
It was reported that noise leading to oversensing and inappropriate episodes and an aborted shock was observed on the right ventricular lead. The lead was capped and replaced. The proximal end of the lead was returned. The patient was stable.

Manufacturer narrative:
The reported event was not confirmed. Only the connector portion of the lead was returned in one piece for analysis. The damage found was sustained during procedure. The lead was otherwise normal.